Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth feel loose, the aligners are causing them to bleed and damage to their gums. At check-in the patient checked true to periodontitis, inflammation, discomfort, not fitting, jaw discomfort and sensitivity. They also report the their dentist has told them to stop wearing the aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.